Event description:
It was reported that during a cryo ablation procedure, the mapping catheter could not advance into the balloon catheter the mapping catheter and balloon catheter were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 228436367 was returned and analyzed. Visual inspection was performed, and a kink was observed at the tip/loop of the pebax tubing. Visual inspection of the loop segment area showed the loop was kinked/twisted near the electrode number one. Visual inspection of the introducer showed the introducer/loop straightener was removed from the returned mapping catheter. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable, and the continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. In conclusion, the mapping catheter failed the returned product inspection due to a kink/twist at the tip/loop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.